Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third party service center, the ventilator failed a repair test step relating to o2 low flow. The service technician stations that the unit is going back to the high level repair station for additional repairs. There is no documentation stated at this time on a root cause and/or a component replacement to resolve the failure. Additionally, a non reportable replace detachable battery error code was found in the device's error log along with another non reportable internal battery depleted error code. The service technician charged the internal battery and the customer plans to purchase a new detachable battery. The handle and handle o rings need to be replaced. The rubber feet are missing, and the keypad is overused. The motor blower, flow sensor, 100 tubing kid, sensor board, front case, and rear case were replaced. The manufacturer's investigation is still ongoing awaiting further details on the test failure resolution. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information that a trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third party service center, the ventilator failed a repair test step relating to o2 low flow. The service technician stations that the unit is going back to the high level repair station for additional repairs. There is no documentation stated at this time on a root cause and/or a component replacement to resolve the failure. Additionally, a non reportable replace detachable battery error code was found in the device's error log along with another non reportable internal battery depleted error code. The service technician charged the internal battery and the customer plans to purchase a new detachable battery. The handle and handle o rings need to be replaced. The rubber feet are missing, and the keypad is overused. The motor blower, flow sensor, 100 tubing kid, sensor board, front case, and rear case were replaced. Upon further review, this complaint is considered to be not reportable. During the high level repair station rework, it was determined to be a human error mistake that caused the test failure. Incorrect information was documented at the time. The section h coding has been updated to reflect this new information. No further investigation is required.